Manufacturer narrative:
On 8/21/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample it was noticed a pair of creases running from the anterior to the posterior view. At the posterior aspect, an area of shell abrasion was found within a tear and the crease measuring approximately 2.5 cm. In addition two (2) more tears were noted. One of them in the anterior aspect (a) measuring approx. 3.5 cm and the other one 2 cm (b)in the posterior view. Microscopic examination was performed on tears a and b and no evidence of instrument damage was observed. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. By the other hand, for the tears found without evidence of fatigue wear, could be possibly caused by (but are not limited) to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on 7/25/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc breast implant and experienced deflation on the right side post operational. As a result, the patient underwent device removal on (B)(6) 2019.